Event description:
Revision surgery was performed to address a failed l4-5 fusion utilizing pedicle screws that was performed on (B)(6) 2012.

Manufacturer narrative:
The product labeling identifies non-union or delayed union and second surgery as possible complications associated with use of the device.